Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient (born in 1988) coincident with dianeal, unknown, therapy. On (B)(6) 2010, the patient began receiving dianeal, unknown (lot number, dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and "cloudy solution". On that same day the patient was admitted to hospital for the event of peritonitis. Further information pertaining to hospitalization, and whether the patient received remedial treatment was not reported. At the time of this report, the event of peritonitis was resolving. Action taken with dianeal, unknown, treatment was not reported. Concomitant medications were not reported. The nurse reported the event of peritonitis as unrelated to dianeal therapy.